Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed two openings assessed as surgical damage. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b5; d6b; d9; h3; h6.

Event description:
Healthcare professional reported right side deflation, hole on patch side, and hole on valve side. Device has been explanted.

Event description:
Healthcare professional reported right side "rupture" for a saline device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.